Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive such that the user could not navigate, with a crack noted at the top of the screen; a replacement device was provided and instructions were given regarding shutdown, data transfer expectations, cgm use, and return of the damaged unit. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included review of device history and technical support troubleshooting. Investigation of this case revealed a damaged display/screen consistent with physical damage leading to loss of user interface function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.